Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic when the device was noted to be in back up vvi mode. A device download was performed and successfully restored the device. The patient was asymptomatic and monitoring will continue.